Manufacturer narrative:
(B)(4). Unit was received with scratched display window cover, severely scratched lcd window, cracked keypad at select button, keypad overlay texture damage, cracked case(battery tube), missing retainer, missing reservoir tube o-ring, and scratched case. Unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage on insulin pump. The blood glucose at the time of the incident was unknown. The device was returned for analysis.